Event description:
A report has been received from a pt's wife. She called and said pt may have developed peritonitis back in (B)(6) 2009, and the pt was in the hosp for about a week. She is thinking this product may have caused the peritonitis. A call was placed to the nurse who provides ongoing care of this pt. In speaking with the nurse, it was confirmed that the pt had an event of peritonitis. In speaking with the nurse it was learned that the pt was admitted to the hosp on (B)(6) 2009. There was no reported problem with use of this product by the pt's wife or the nurse. There is no sample available. The pt received intraperitoneal antibiotic therapy.

Manufacturer narrative:
(B)(4) .